Event description:
Sequential compression device (scd) pump flipped to foot mode on its own. Manufacturer response for scd sleeve, scd comfort knee length med (per site reporter). Thank you for contacting cardinal health regarding your experience with the scd comfort knee length med. According to the reporter, the patient experienced pump failure. This incident was reported. As a medical device manufacturer your feedback is an important part of our commitment to manufacturing and distributing high quality products. Below you will find our investigation results for the reported product complaint. Analysis summary: there were four (4) samples returned for this complaint. The samples were visually inspected. The event reported was confirmed. The evidence provided is enough to relate this event to the misuse. The sample evaluation and the visual inspection revealed that the sample showed tear on weld point and was observed the area where the air escapes. Sample showed leak during under water test. This issue has not potential patient or user harm/safety and has not results in serious adverse events, but this issue has been known to negatively impact effectiveness of product. This complaint will be used for tracking and trending purposes. Cardinal health is committed to ensuring customer satisfaction by providing products of only the highest quality. Therefore, your feedback is essential and greatly appreciated. This feedback helps us to identify areas of improvements in our ongoing quality.